Event description:
It was reported that the customer believed she did not get insulin from her insulin pump and received no alarm. The customer stated her blood glucose was a little high when she woke up and she corrected. She stated after breakfast and lunch, she checked her blood glucose, which was so high that a reading was not given. The customer then attempted a bolus delivery and received a no delivery alarm. The customer tried to fill the cannula nd nothing came out, so she took the reservoir off and reinserted it and it began to work. Her blood glucose was 600 mg/dl. Troubleshooting was performed. The high pressure test was performed and passed. The customer was advised the insulin pump was working as designed. She stated the insertion site was a little tender, but that this was not unusual. The customer was advised to change the entire set, reservoir and insulin and treat. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.